Event description:
The manufacturer received info alleging a ventilator's pressures were out of specification. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, a "svc required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.